Event description:
Reportedly, after restarting the subject programmer following upgrade, the screen remained frozen.

Event description:
Reportedly, after restarting the subject programmer following upgrade, the screen remained frozen.